Event description:
The biomedical engineer (bme) reported that the central nurse's stations (cnss) and the secondary monitoring systems, the remote network stations (rnss), were showing communication loss for the all the gz telemetry transmitters. By the time the biomed called in the ticket, most of the gzs were back up, except for the 4 units that remained in communication loss. They later stated that after rebooting these gzs, they came back out of communication loss. No patient harm was reported.